Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. No new issues were observed. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported the test did not start on her freestyle freedom lite blood glucose meter after a sample was applied to a test strip inserted into it. She further reported her "sugar went sky high" and noted experiencing tremulousness and added her "body wasn't running right". It was additionally reported customer had an "infection" on her hand. Customer self-presented to her healthcare provider and was given unspecified amounts of novolog and lantus insulin's. She was also instructed to go to a local healthcare facility, where she was admitted and stayed for four days while they adjusted her insulin. It is unknown what customer was diagnosed with at the hospital. Customer additionally self-treated with an unknown amount of humalog and novolog insulin's. There was no report of death or permanent injury associated with this event.